Event description:
The customer reported that the sys failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps1 power supply connections and connectors to the ffb pcb assemblies were evaluated and then reseated. The ps1 power supply was calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to svc.